Manufacturer narrative:
The device in question has not been returned to walkmed infusion for product evaluation. However walkmed infusion is anticipating the return of this device so that a product evaluation and investigation can be performed. A device history record and service record review was performed for the reported serial number and no nonconformities were identified.

Event description:
The customer reported a suspicion of free flow of IV fluid with this device. The device in question has not been returned to walkmed infusion for product evaluation.

Event description:
On june 14, 2016 walkmed infusion initiated a voluntary medical device recall for the triton and triton fp infusion pumps (model numbers 300000 and 400000). As a result of these products being removed from the market, additional investigation was terminated.